Event description:
Reportedly, the infusion rates are too fast. If the pump is set for 30 minutes, it will be done within 25 minutes. This was tested with water using a 30cc bd syringe.

Manufacturer narrative:
Device evaluation results: service could not duplicate the rate discrepancy and the pump passed final qc inspection. Our testing is performed using 3cc and 60cc bd (becton dickinson) syringes. The b braun operator's guide notes that only bd plastipak syringes between 3cc and 60cc are recommended for use with perfusor basic pumps. B braun cannot make any claims to the accuracy of delivery or the effectiveness of the occlusion detection system using other sizes, types and manufacturers of syringes. The syringe reportedly used at the hospital was a 30cc bd syringe.